Manufacturer narrative:
We received the involved sample for investigation. The visual examination of the involved extension line shows marks around the tube near its female luer. We noticed that one mark is a cut, and the other mark is due to kinking of the tube. This cut is the cause of the leakage. No batch has been communicated. During the manufacturing process a 100 % tightness test is performed. Such defect would have been detected and rejected. Furthermore, a leakage would have been detected by the nurse during the priming before its use. Repetitive kinking of pe tube could be the cause. In addition, pe tube must not be clamped or pinched. There have been no similar complaints about this product for the last 3 years. This event does not seem to be associated with a quality defect of the device but traced to its use. Therefore, no action will be initiated at this time.

Event description:
A leakage has been noticed by the nurse 1h30 after the replacement of the syringe and the extension lines from the catheter of the child. A blood reflux has been observed and also a drip leak of blood with heparin .there is a leakage at the screw thread connected to the syringe. The extension has been replaced and the baby necessitated a transfusion due to anemia.

Manufacturer narrative:
The failed sample will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
A leakage has been noticed by the nurse 1h30 after the replacement of the syringe and the extension lines from the catheter of the child. A blood reflux has been observed and also a drip leak of blood with heparin .there is a leakage at the screw thread connected to the syringe. The extension has been replaced and the baby necessitated a transfusion due to anemia.